Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of missing depth markings is confirmed and was determined to be caused during manufacture of the product. One segment of a 4 fr s/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned catheter segment revealed blood use residues throughout the returned device. It was observed that the returned segment was from just distal of the 40 cm depth marker to the distal end of the catheter. The catheter was observed to be missing depth markers after the 43 cm depth marking and reappearing at the 49 cm depth marking. The 43 cm depth marking was observed to be misaligned from the 42 cm and 41 cm depth marking. The 49 cm depth marking was also observed to be misaligned from the 50 cm depth marking to the 54 cm depth marking. Because the depth markings appeared misaligned and several depth markings were missing from the device, it was determined that this failure occurred during the manufacturing process. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC was missing the black markings for cm on a PICC line. The markings stopped at the 42cm mark. They did use the PICC as it was only needed to the 40cm. No other information was provided.